Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a low temperature, approximately 34.5 - 34.6 was indicated on the screen soon after it started to measure.

Manufacturer narrative:
The reported event was unconfirmed. The device was returned and visually evaluated. The exterior of the sample was inspected, however no evidence of a failure was observed that supported the reported event. The functional evaluation found the returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a low temperature, approximately 34.5 - 34.6 was indicated on the screen soon after it started to measure.